Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient has experienced left lower quadrant pain since the sling was implanted. The patient was sent to a neurologist after a trial of neurontin failed to procedure any benefit. The neurontin was given as the patient had a history of herpetic neuralgia eight years previously. The patient's pain is severe and disabling and has "ruined her sex life". An MRI of the pelvis with gadolinium showed no pathology after a pelvic CT scan was performed that was negative. The patient was sent back to the operating surgeon who said there was no relationship between the tape and the pelvic pain. Based on this, the neurologist plans to send the patient for a second opinion from another gynecologist.

Manufacturer narrative:
(Dyspareunia occurred), conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.